Manufacturer narrative:
Site surgeon, (B)(6) declined to provide patient information. A medtronic representative, following-up at the site, reported the surgery went successfully after re-registering the patient. The surgeon used a mayfield. The procedure was accurate then as the surgeon went deeper, it was inaccurate then accurate in the posterior anatomy. Issue resolved at time of procedure. Medtronic representative found there was metal in the field causing the navigation system to perform inaccurately. Metal was removed from field, procedure continued to completion without further issue. Recommendations were made to surgeon and staff regarding proper tracing protocol and technique to mitigate this problem in future procedures. Issue resolved, evaluation not needed.

Event description:
A medtronic ent representative reported that, while in an ear, nose and throat (ent) procedure, the surgeon alleged an inaccuracy occurred. As the anatomy goes deep, on the skin level, the accuracy was spot-on. After the site nurse "painted" the registration on the patient forehead and nose, not going too far on the side of the head, the patient was registered twice with the same result. In trouble-shooting, recommended the site re-register and confirm the tracer pattern would cover further to the temple. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that there was an alleged inaccuracy of 3-4 mm. The device manufacture date was provided. The software investigation found that the reported event was related to metal interference from the user's operational setup of the surgical equipment in the room. The instructions for use (IFU) that accompanies the device states: "caution: metallic objects in or near the navigation field can degrade navigational accuracy. If metallic distortion causes excessive error, navigation will be disabled. To restore navigation, remove metallic objects from the navigation field."